Event description:
Initial event description from the user reported intermittent external motor drive failures during the case. During the procedure, the motor stopped twice requiring the pump to be hand cranked.

Manufacturer narrative:
Anaysis: product investigation and operational inspection were performed by the medtronic rep at the user facility. Findings show we were able to duplicate the reported problem with the external pump motor drive and deemed it was due to an intermittent connection inside the performer cpb unit. An eval of the returned unit was performed at medtronic and included mechanical and functional testing of the instrument. Findings revealed a poor soldering connection of an internal ground wire where the motor drive connects. The device history record was reviewed by the MFR and no discrepancies were found. Conclusion: no pt injury. The product problem was related to a solder joint. Medtronic is reporting this event as the u.s. Agent for the foreign MFR.